Event description:
Information was received from a consumer regarding a patient receiving morphine (dose about 13 mg/day; concentration unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the patient reported that he moved in 2008 to california and he could not find anyone to fill his pump. The pump alarmed due to a low reservoir because he could not find a refill physician. He eventually got the pump filled in arizona. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.